Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that both t's of five (5) fast-fix 360 devices fell off at the same time as the first deployment. The procedure was resumed using a competitor back up device. Both ts of all devices were deployed through the meniscus and were left secured in the patient. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed five devices were each returned in original packaging with the batch number of the complaint on the labels. The t1, t2, and sutures of all five devices were not returned. Bio debris is present on all five devices. A functional evaluation was performed on the returned device and found the actuator will cycle as intended on devices 1, 2, 3, and 5. The actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position on device 4. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.